Manufacturer narrative:
The device was requested and was returned to the distributor. Confirmation testing performed by the distributor found the meter to be operating within specification. The meter DHR was referenced and the meter left the factory within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. The timing between the injection of insulin and onset of symptoms was not provided. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate. This inaccuracy caused the patient to administer too much insulin and experience hypoglycemia. The patient's wife complained about the bgstar meter and test strips because they were not working. She informed that the results changed a lot when they were successively done (25-40 mg/dl). This inconsistency prevented the patient from controling his blood sugar and the patient showed symptoms of hypoglycemia. As action taken, she gave glucose to the patient. The reporter informed that she mistrusted the bgstar and bgstar test strips, because it was not the first time that she had problems with them. According to her, this had already occurred three times. The reporter did trust the insulins' efficacy, but did not trust the inconsistent values of the blood glucose monitoring system. She informed that in the morning ((B)(6) 2017) the patient was well and at that moment he was not displaying hypoglycemia symptoms. She also informed that in the morning his blood glucose was 99 mg/dl. According to the reporter it was his normal daily value, however he was refusing to use the device and the strips because of suspected inconsistency. On an unknown date the patient made blood glucose exam and the result was 45 mg/dl. Medical history included diabetes. One year ago (estimated (B)(6) 2016) the patient started using bgstar test strips (batch number nl28ws26n and expiry date 31-may-2018), two strips a day, to collect his blood. One year ago (estimated (B)(6) 2016) the patient started using bgstar (serial number (B)(4)) twice a day to measure his blood glucose. One year ago (estimated (B)(6) 2016) the patient started treatment lantus (insulin glargine) in a dose of 22 iu via intradermal route (batch number and expiry date unknown) for diabetes. One year ago (estimated (B)(6) 2016) the patient started therapy apidra (insulin glulisine) in a dose of 2 iu to 6 iu via intradermal route (batch number and expiry date unknown) for diabetes.